Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos and the intelligent shutdown circuit board and the dvd were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not retrieve saved patient information and displayed an unable to connect to dicom error message. No patient injury was reported.